Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and battery cap damage. This report is made based on results of the investigation performed on 11/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: investigation revealed the display screen was dim and discolored. The returned battery cap threads were damaged. The battery cap was able to secure properly to the pump. Unrelated to the display and battery cap issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).